Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The wheel locks are not meeting the tires. He said one side is too far from the wheel and the other side is too close